Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 74,394 joules. No patient injury was reported. The device was not returned for evaluation.